Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to re-evaluation of event.

Event description:
It was reported that the patient could feel stimulation around the device when rv pacing. It was noted that the lead impedance has dropped. Technical services discussed that there may be an insulation breach. The physician elected to reprogram the device. The patient has pulmonary edema, and the physician does not want the patient to go through another operation. The patient will continue to be monitored. The lead remains implanted.